Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. The analysis indicated that the balloon was ruptured. Contrast was observed on the delivery catheter. Contrast was observed in the infusion port of the delivery catheter. Visual analysis of the balloon catheter indicated damage during use. The analyst noted the balloon catheter was returned with a 3 ml syringe along with a guidewire unattached to the balloon catheter. There is contrast in the inflation valve, the infusion port, and the distal end of the balloon catheter. There is ruptures in the balloon of the balloon catheter at 97.1 cm and 97.8 cm.

Event description:
The balloon catheter was returned to the manufacturer after use and subsequently tested out of specification during manufacturer's analysis.  No patient complications have been reported as a result of this even.